Event description:
During an in clinic follow up, an interrogation problem using rf and inductive telemetry was noted where communication was lost. Additional interrogation was successful; however, a diagnostic anomaly was noted. Technical support was contacted, and recommended waiting a few days for diagnostics to clear and re-interrogating the device. The device was re-interrogated and the event was resolved. The patient was stable and will continue to be monitored.